Event description:
It was reported via notice of litigation. Complaint alleges pt underwent a laparoscopic gastric bypass procedure and the "atb45" was utilized to create " the gastric pouch and gastric remnant." The complaint further states "dr. Reinforced each staple line with peri-strips then tested the integrity of the gastric pouch by using methylene blue dye inserted through a nasogastric tube. No leakage of blue dye was observed." Complaint further alleges that on post-op day 1, the pt underwent a second surgery to repair a leak and their condition deteriorated due to sepsis and they expired in 2002.